Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, the band was unable to deploy. When it was attempted the second time, two bands were deployed off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 11, 2024: note: photos of the complaint device outside the patient were provided by the customer and show some of the bands were moved within the ligator head.

Manufacturer narrative:
Block a1 (additional patient identifier): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 has been updated (photos of the complaint device were referenced) based on the additional information received on january 11, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, the band was unable to deploy. When it was attempted the second time, two bands were deployed off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (additional patient identifier): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block a1 (additional patient identifier): (B)(6) block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had all seven bands attached, consistent with the findings per media inspection on the provided photo, and some of the bands overlapped. The ligator housing teeth were not damaged. The handle slot did not have evidence that the trip wire was secured. The trip wire and suture were broken. No other problems with the device were noted. The reported event of bands prematurely deployed, and bands could not be deployed were confirmed. Upon analysis, it was found that some of the bands in the ligator housing overlapped, both the trip wire and the suture were broken, and the trip wire was not secured. The suture thread returned broken as well as the trip wire, since there is no information about a rupture of the suture or the trip wire, it is possible that the suture and the trip wire were broken at the time of removing the device. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when deploying the bands. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed on the endoscope. This can also make the bands to deploy prematurely; however, this can only be seen during the procedure. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, the band was unable to deploy. When it was attempted the second time, two bands were deployed off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6) 2024: note: photos of the complaint device outside the patient were provided by the customer and show some of the bands were moved within the ligator head.